Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tape used, diabetes mellitus type ii, psychological disorder, smoker, pain.